Manufacturer narrative:
Conclusion the complaint cannot be verified due to misuse of the product. Result bite marks at the pump housing. Due to often biting on the pump housing the key pad foil and the error foil were separated from the pump housing. Therefore, the down button does not work. The problem mentioned by the customer is related to misuse of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the down arrow on the infusion device does not work. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.